Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead had high threshold, high impedance, and oversensing noted as short v-v intervals. It was questioned if the helix was fully extended. The lead was capped and not replaced as the patient had a subcutaneous device implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.